Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the field clinical representative (fcr) that the patient with this pacemaker was in the emergency room (ER) with a heart rate in the 30 beats per minute (bpm). Furthermore, the competitive representative checked the patient but received a yellow screen indicating fc 1003, which was indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) discussed the fault code (fc) 1003 with the fcr and advised that the patient should be scheduled for immediate device replacement due to the emergent situation. This device was explanted and replaced. No additional adverse patient effects were reported.